Event description:
Adverse event: interrupted procedure. Malfunction: loss of power. The system operator reported the system lost power during a procedure (before ablation began). They were able to re-boot the system with technical support. Upon completing the surgery, they requested to have the (B) (4) checked. Follow-up indicated the patient outcome was not affected.

Manufacturer narrative:
Determination of root cause: assessment: a review for 3 months prior to the reported date showed no previous events of this type for this system. While on-site, the territory manager (tm) verified the (B) (4) was putting out 50hz & 230v and verified the battery back-up mode worked. Verification was completed confirming system was operating according to specifications. Conclusion: based on analysis of this information, the root cause of this event could not be determined. (B) (4)